Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Unique device identifier: (B)(4). Expiration date: september 21st, 2024. Lot number: c000600701.

Event description:
It was reported that during an acessa procedure on (B)(6), the doctor inserted the acessa handpiece into a very calcified fibroid. It was then noted that the tip of the device broke off into the tissue. The doctor was able to fully retrieve the device tip with x-ray confirmation. No injury was reported. The doctor did not continue with the procedure due to the calcified fibroid tissue being too tough. No additional information available.

Manufacturer narrative:
D4: DHR is not available at the time of this report, a follow-up report will be submitted with the DHR. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted, and the tip of the needle was separated from the tube. Functional testing was not conducted since the disposable was unable to execute any test in the console. Internal inspection was conducted, and it was observed that the welding points were smaller than the size of the cannula grooves. Hence, the complaint can be confirmed.